Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the nozzle could not be identified and the root cause of the issue could not be determined, as there was no deformation observed that might contribute to the retention of foreign material. The customers device reprocessing could not be confirmed base on reported information. The event can be detected/prevented by following the instructions for use sections below: ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ describes the following warning. ¿8 inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents¿. ¿1 keep the air/water valve¿s hole covered with your finger¿. ¿2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had a poor water supply/intake, and dirty objective lens. The issue was observed during preparation for use. No patient harm was reported with this event. The device was returned to olympus for evaluation, and the customers allegation was confirmed. The device evaluation did find that the nozzle has foreign objects inside and adhesive around objective lens is peeled. Due to clogging of nozzle, water removal ability does not meet the standard value. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customers allegation was confirmed. The device evaluation did find that the nozzle has foreign objects inside and adhesive around objective lens is peeled. Due to clogging of nozzle, water removal ability does not meet the standard value. Additional device evaluation findings were as follows: adhesive on bending section cover has a crack and a white clouded area, the ig protector has a scratch, adhesives around lg lens has white-clouded area, plastic distal end cover has a scratch, protector of the video cable section has a cut, and the connecting tube has a scratch. The customer claims that the device was cleaned and sterilized before sending to olympus, and the customer does not know when the material adhered to the device. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.